Manufacturer narrative:
The reported event of high threshold was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for generator change procedure. Prior to the procedure, upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient was stable throughout.